Event description:
Reporting status: malfunction. Reporting rationale: failure to deflate could lead to distal infarct due to lack of blood flow, or the device may potentially need to be removed partially deflated which could result in vessel dissection. Device issue: balloon did not completely deflate. It was reported that after stent deployment, the balloon would not deflate completely. The distal end of the balloon remained partially inflated. As a consequence, the entire system had to be withdrawn all at once (balloon, guiding catheter, guide wire). No additional event or patient information is available.

Manufacturer narrative:
Quality engineering was unable to determine the root cause for the balloon deflation issue. Evaluation summary: quality assurance analysis revealed that the catheter was returned with blood and fluid visible in the guide wire lumen and there was blood visible on the balloon. The vision was returned in another company's used guiding catheter with the pilot guide wire and another company's rhv. The distal end of the balloon was pulled into the tip of the guiding catheter for a length of 1mm. The balloon was pushed distally out of the tip of the guiding catheter to reveal that the balloon was bunched. The stent was not returned. The hypotube shaft at the proximal end of the catheter was kinked 14 cm and 17 cm distal to the nosepiece. A new indeflator with 60% renografin 1:1 mixture with water was used to pressurize the catheter to 16 atm. The balloon inflated and deflated with no abnormalities. The balloon did deflate flat. The deflation times were measured and met manufacturing criteria. The balloon deflated flat each time. No other damage was noted. Product performance engineering reviewed the incident information and analysis of the returned device. It was reported that the balloon would not completely deflate; however, during lab analysis of the returned device, the balloon deflated completely and the deflation time met specification. It should be noted that inflation/deflation can be affected by the type of contrast and the concentration of contrast used. The only damage to the rx vision was two kinks in the hypotube. There was no mention of this damage in the incident report and likely occurred as a result of handling the device during packing/shipping back to abbott for evaluation. Unfortunately, in this case, a conclusive root cause cannot be determined as the reported difficulty could not be verified or duplicated. A review of the finished device lot history record did not reveal any non-conforming material reports. Additionally, a query of the complaint-handling database was performed and there have been no similar complaints reported with this part and lot number combination. Product performance engineering will trend and monitor the incident circumstances. All catheters are 100% visually inspected and leak tested prior to packaging. Additionally, a sampling of units is destructively tested to verify deflation time. This MDR is considered closed by the quality assurance department.